Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare provider indicated that the pump would not be sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that on an unknown date the patient developed cellulitis. It was unknown whether any environmental/external/patient factors may have led or contributed to the issue. The pump was explanted on (B)(6) 2018 and its current location at the time of this report is unknown. It was unknown if the issue was resolved. The patient was reported alive/ no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare provider (hcp) indicated that the patient first reported the symptom of cellulitis on (B)(6)2018. The issue was reported as being resolved. No further complications have been reported as a result of this event.